Manufacturer narrative:
H4: the device was manufactured june 2, 2021 - june 9, 2021. H10: an actual sample and two (2) photographs of the sample were received for evaluation. A visual inspection with the naked eye of the photographs and the sample noted a crack on the minicap with iodine surrounding the area of the crack. An underwater pressure test was also performed which observed a crack had propagated through the wall of the unit. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was cracked and leaked betadine. This was identified after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.